Manufacturer narrative:
The insulin pump was received with missing segments due to cracked zebra connector on the lcd. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call that the insulin pump had a partial display. The device was not dropped or bumped and the customer used the recommended battery type. Customer's blood glucose value was 79 mg/dl. The customer was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and returned for analysis.